Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during dwell 3 on the home choice (hc). The home patient (hp) found the second 6l supply bag had a loose connection and was leaking causing the 2240 alarm. The technical service representative (tsr) assisted to resent the alarm so the hp could open the door to unload the cassette and bags. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional relevant information becomes available, a follow up MDR will be submitted.